Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this heart failure lead was an attempted lead during a normal implant procedure. The area that this lead was placed showed no capture. The only other vessel that was available would not accommodate this lead so a different lead was successfully implanted, which showed good results. This lead was discarded. No adverse patient effects were reported.